Manufacturer narrative:
Physio-control replaced the system pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
The customer responded to physio-control's requests for patient information.  Patient informations have been updated to reflect the information provided. Additionally, the customer advised that the patient survived the event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. (B)(4).

Event description:
The customer contacted physio-control to report that during an event their device would not power on when prompted. Multiple unsuccessful attempts were made to power the device on. Each time the display would flash for a moment prior to turning itself off again. The customer confirmed that two (2) fully charged batteries were installed at the time of the event. No further details were provided.  Physio-control has made multiple attempts to contact the customer in order to obtain additional information about both the patient and the event; however, no response has been received.